Event description:
Olympus (omsi) was informed that the customer visera 4k ultra high definition camera control processor is getting an otv error code e116 and also sometimes otv error code e117 after power on the equipment. The customer reported problem was found during a therapeutic laparoscopic cholecystectomy. The intended procedure was completed using another non-olympus device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and inspected. The reported issue e116 was not duplicated, however, e117 was confirmed / duplicated. In addition, the following non-reportable malfunctions were found during the device evaluation: dust present inside the unit, crack in main switch, minor scratches on the top cover, chassis and front panel, corrosion on the rear cover, heat spacer has minor deformity, front panel has hit marks, and all spacer and nuts are present. Based on the results of the investigation, error e116 was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is likely that e117 occurred due to poor graphics processing units (gpu). The cause of the poor gpu could not be identified. Olympus will continue to monitor field performance for this device.